Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit temperature overheated.

Event description:
Its was reported that the cardiosave intra-aortic balloon pump (iabp) had a "system over temp" alarm and stopped working while being used on a patient. Advanced practice provider (app) was called to the room while awaiting new iabp, and health care providers were able to switch consoles and get the iabp running again. Total downtime of the balloon in the patient was approximately 3-5 minutes. No harm to patient. Medwatch report # 2300380000-2022-8020.

Manufacturer narrative:
Updated sections: a1, a2, a3, a4, a5, b4, g3, g6, g7, h10, h11. Corrected sections: b5, e1, e3, e4, h6 (health clinical and impact codes).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced front end board due to the temp sensor on it. Compressor and temp sensor have already been replaced on a previous service order replaced 9v due to age. Also, fse replaced o- ring per manual, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.